Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, during a follow-up performed on (B)(6) 2019, decrease of the ventricular impedance and sensing amplitude were observed (respectively from 900 to 500 ohms and from 8 to 4mv). Ventricular lead re-positioning was scheduled for (B)(6) 2019. On (B)(6) 2019, pacemaker follow-up revealed normal ventricular capture; consequently, the re-intervention was not performed. During a follow-up performed on (B)(6) 2019, the ventricular threshold was 7,5v/1ms in bipolar configuration and loss of ventricular capture was observed in unipolar configuration. A cardiac perforation was suspected. Upon attempt to reprogram the ventricular outputs at maximum (7,5v/1ms), the estimated residual longevity displayed was 8 months (7 months minimum). Preliminary analysis results confirmed the reported loss of capture. It could be related to a ventricular lead positioning issue (i.e. Lead dislodgement, lead migration, lead micro-dislodgement) and/or the patient¿s physiology.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, during a follow-up performed on (B)(6) 2019, decrease of the ventricular impedance and sensing amplitude were observed (respectively from 900 to 500 ohms and from 8 to 4mv). Ventricular lead re-positioning was scheduled for (B)(6) 2019. On (B)(6) 2019, pacemaker follow-up revealed normal ventricular capture; consequently, the re-intervention was not performed. During a follow-up performed on (B)(6) 2019, the ventricular threshold was 7,5v/1ms in bipolar configuration and loss of ventricular capture was observed in unipolar configuration. A cardiac perforation was suspected. Upon attempt to reprogram the ventricular outputs at maximum (7,5v/1ms), the estimated residual longevity displayed was 8 months (7 months minimum). Preliminary analysis results confirmed the reported loss of capture. It could be related to a ventricular lead positioning issue (i.e. Lead dislodgement, lead migration, lead micro-dislodgement) and/or the patient¿s physiology.